Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Imdrf cause investigation code: code b24 is not available in database to capture event history log review . (B)(6). Additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 11 dec 2025 against lot number 5409902 and similar malfunction code(s) leak between tubing and site connector - detachment / significant wetness and tubing detached from tubing-tubing connector, the review confirmed that lot 5409902 and the identified failure mode are not associated with any non-conformance report (ncr) or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search a query was run in the eqms on 11-dec-2025 against lot number criteria equal 5409902 and similar malfunction codes leak between tubing and site connector -detachment / significant wetness and tubing detached from tubing-tubing connector. The count of complaint is 2. The complaint number is complaint (B)(4). DHR review: the lot 5409902 was manufactured according to the work instruction (wi) version 73 and manufactured in the machine multivac 08 and multivac 12 on 22/nov/2022, with a total of (B)(4). Assembly: the lot 5410119 was assembled according to work instruction (wi) version 24 on-line inspection for assembly of quick set on 22/nov/2022, with a total of (B)(4). The lot 5410120 was assembled according to work instruction (wi) version 24 on-line inspection for assembly of quick set on 22/nov/2022, with a total of (B)(4). The lot 5410121 was assembled according to work instruction (wi) version 24 on-line inspection for assembly of quick set on 23/nov/2022, with a total of (B)(4). Glue-tubing lot: the lot 5410113 was manufactured according to the work instruction (wi) version 73 and manufactured in the machine mp04, mp05 and mp08 on 21/nov/2022, with a total of (B)(4). The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the infusion set tubing detached during the first day of use on (B)(6) 2024.